Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13i30094, h13j08040, and h13k07065 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If there is any further relevant information from that review, a supplemental medwatch will be filed. This is the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for the event. The treatment for the event was not reported. Four days later, the patient was discharged from the hospital. Pd therapy was ongoing. At the time of this report, the patient had recovered. Additional information was requested, but is not available at this time. This is report 2 of 3 for this event.